Event description:
The caller states that in 3 separate cases in 2008, the same surgeon noticed insulation particles coming off of the distal portion the vapr electrodes. All of the debris was removed and the procedures were completed successfully without further issue or harm to the pt. Also see associated mdrs 1221934-2008-00150 and 1221934-2008-00151.

Manufacturer narrative:
Although the complaint device has not yet been received, the condition described by the complaint caller has historically been attributed to a user technique issue. One hypothesis is that the user scraped the device against a hard object, such as a cannula or bone during use, causing material to flake off of the shaft into the joint space. Also, this is a single use device, and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed. At this point in time no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.